Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that their molar cracked in half and they had to have dental work completed to restore the tooth. Their dentist told them that the byte treatment was moving their teeth too fast resulting in the bone structure not being safe. Their dentist told them to stop the byte treatment immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.